Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The base and casters were replaced.

Event description:
The hospital reported the caster broke off the machine. There was no report of patient involvement.